Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) b3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient was having issues recharging their implant. Pt had not used their implanted neurostimulator in over a year because they went through a divorce and had not been using it. Patient was having a lot of pain lately and their healthcare provider ordered an MRI. Patient noted the MRI facility was requesting that the patient charge their implanted device so they could put the device into MRI mode. Patient stated when they plugged the recharger into the controller it kept looking for the device and sometimes it would say it was going to recharge and then it would turn off and say it could not find it again. Patient said at one point it gave them a message to call medtronic and there was an error on the screen but they did not write down the error. Patient also said the controller was acting erratic. During the call patient verified no visible damage to the controller charging port, recharger, or to the ac power supply. Patient reset the controller and attempted to recharge the implanted device. Patient got the message recharger disconnected, recharging interrupted. Patient verified the controller seemed to be fully intact and the only thing that seemed a little wiggly was the on/off button on the top. Pt noted the recharger and a/c power cord were wiggly when plugged into controller port. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient service updated pts address. Patient called back in and reported after their controller replacement the noticed the recharger began to heat up and still continued to have issues recharging the implant. Agent sent an email to repair to replace the recharger

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(4) product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger h3: analysis of the recharger found device got hot after running it at donut end. Got no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.